Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misaligned insertion, improper bone preparation, and/or prying or levering of the device during insertion.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-3637 knotless 1.8 fibertak implant system's anchor tip snapped in half during insertion. The broken pieces were retrieved from the patient. An ar-3636 knotless 1.8 fibertak soft anchor was used to complete the case. There was no case delay, and it is uncertain if added anesthesia was administered. No adverse effects were reported. This was discovered during a labrum repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.